Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed. It was reported to philips that the system failed to emit x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the exposure was not possible, image disk was full. The philips field service engineer (fse) checked the system onsite and found that the system displayed the error message "x-ray not possible, call service," and the live signal failed to appear on the big monitor, the ippc was found with power and status indicators on, but the diskbay remained off, and the computer¿s power fan was not rotating. On further troubleshooting fse found that the computer¿s power supply to be defective, confirming malfunction of the ippc. To resolve the issue, the fse replaced the ippc. The defective part was sent for analysis, for ippc, malfunction was observed, and the failed component was found to be power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.